Event description:
The customer stated that after the device is on for a few hrs, it shuts down. The unit is plugged in and has a known good battery in it.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Eval confirmed the complaint and was isolated to an internal fuse. Once this was replaced, the device powered on. A secondary finding at this point discovered a defib common error. This fault was isolated to a mfg ic socket on the defib assembly. Due to the age of this device (over seven yrs), the defib assembly was updated to a newer version that does not have a socket. After repairs and updates were completed, the device passed all performance testing and was returned to the customer.